Manufacturer narrative:
The c303 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for calcium gen.2 (ca2) on a cobas c 303 analytical unit. The initial result was 11.2 mg/dl. The repeat result was 7.22 mg/dl. On 02-jun-2025, the result was 7.76 mg/dl. The questionable result was not reported outside of the laboratory. The lower results were believed to be correct.

Manufacturer narrative:
Calibration was last performed on 21-may-2025 with no issues. Qc was acceptable. During a review of the alarm trace data from (B)(6) 2025, six abnormal aspiration alarms were observed. One of these occurred around the time of the initial high result. A field service engineer (fse) and a field application specialist (fas) checked various parts of the instrument and found no issues. Calibration, qc, and precision tests were all acceptable. The customer has had no further issues. Based on the information from the alarm trace data, the investigation determined the event was due to a pre-analytical sample handling issue.